Event description:
Radiologist retrieved the catheter and noticed that the venous tip was missing. He found it in the pulmonary artery. He was unable to retrieve it because it was very well endotheliazed. Patient is in a coma but according to the doctor, it is not due to the catheter event.